Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported a loss of sensing and intermittent loss of capture after the patient was rolled over in her hospital bed.